Event description:
It was reported that the patient had a perforation from the right ventricular lead as the patient had a "twitch at the costal arch". The rv lead was explanted and replaced. It was reported that the screw mechanism from the right atrial channel on the device did not work. The device was explanted and replaced. It was also reported that following the rv replacement procedure the patient had a "twitch at the costal arch" and that the right ventricular (rv) lead had high thresholds and a perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw was damaged. The save to disk review found no anomalies. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Without a lot number or device serial number, the manufacturing date cannot be determined.